Manufacturer narrative:
Product analysis: no product was returned. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, valve positioning or implant technique. Implant technique is often dependent on patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. The patient weight was requested but unable to be obtained. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a calcified native valve, severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed and a second valve was placed valve in valve. During deployment, both valves dislodged into the ascending aorta. A third valve was placed resulting in severe pvl. A bav was performed and a fourth valve was placed valve in valve resulting in mild paravalvular leak (pvl). No treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.